Event description:
Report received from the USA stating that the "hand piece heats up." The device heats up as soon as it is turned on. The event was not related to surgery. There were no injuries reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional info is received, a supplemental report will be sent. (B)(4).